Event description:
Reportedly, on (B)(6) 2026, the transmitter is stuck on "no network".

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event as the transmitter display error messages "no network" and "technical problem". The transmitter is unusable. Review of the event log is currently ongoing, results will be provided on the next report.

Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. Upon reception, the transmitter cannot connect to network and displays error message ¿technical problem¿. Review of the event logs did not permit to see any findings explaining the reported behavior. The most probable hypothesis is that an issue related to hardware or sim card caused the device malfunction. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 5-february-2026, the transmitter is stuck on "no network".